Event description:
The lead from the variable tilt controller to the tilt motor allegedly shorted inside the heat-shrink of one of the plugs and caused smoking. All wires contained in pouch behind chair are charred.